Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis:trauma procedure:posterior fusion for trauma it was reported on an unknown date, post -op, screw at caudal side broke at the bottom. Patient reported low back pain. An explant surgery was planned.

Manufacturer narrative:
Additional info: this part is not approved for use in the us, however , a like device with part# 55811014540, 510k# k122433 and upn (B)(4) has been cleared for us. Submitted images appear to display two broken bone screws.

Manufacturer narrative:
Product analysis: visual review confirms screw breakage approximately ~1 thread down from the base of the bone screw head. Opti cal and microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Some evidence of fracture surface damage is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major diameter of the bone screw confirms relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.